Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead was removed from service and replaced due to pacing impedance measurements greater than 3000 ohms and loss of capture at maximum device outputs. No additional adverse patient effects were reported.